Event description:
Event description guidant received information that this right ventricular lead was revised due to exit block. During the revision procedure, the replacement lead was attempted, removed and successfully replaced with another guidant lead also due to the patient's exit block.